Event description:
Facility found what appeared to be small beads of silicone on the tips of 2 lots of fistula needles. Also noted that the "epoxy" ring that normally joins the needle to the hub was incomplete. It appeared that it was not completely molded all the way around. No pt events have occurred that the facility is aware of.